Manufacturer narrative:
A bec field service engineer (fse) verified instrument performance by running a passing system check, high sensitivity system check, carryover test and qc for all assays. In conclusion, the cause of the event cannot be determined with the available information. There is no indication that access accutni+3 reagent was returned for evaluation.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results on the unicel dxi 600 access immunoassay system. The customer was not aware of any change or impact to patient care or treatment. The customer refused to provide any other information. Beckman coulter (bec) obtained additional information through archive data file and found non-reproducible access accutni+3 results for one patient. A review of archive data files indicated all of system parameters, including system checks, quality control (qc), and washed coefficient variation (%cv) were performing within assay and the instrument specification.